Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center has no image. The issue was found during preparation for use in a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.